Manufacturer narrative:
D2b - pro code (product code): fge, lit e1 initial reporter city:(B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel in the left forearm. A 5.0 x 40 mm, 75 cm mustang balloon catheter was advanced for dilatation. During the third inflation at 24 atmospheres, the balloon ruptured. The device was removed without difficulty, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.